Manufacturer narrative:
D4: the unique device identifier (UDI) is unknown because the part and lot numbers were not provided. This report is resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned. A review of the lot history record and complaint database for the reported lot could not be performed as no lot information was reported. It should be noted that the intended use section of the mitraclip system, instruction for use states: ¿the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation¿. Since the device was used for a tricuspid valve procedure, this is considered as an off-label use of the device. The reported patient effects of tricuspid regurgitation, mitral regurgitation, heart failure and hospitalization, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported adverse events cannot be determined. The reported off-label use appears to be related to the use of the mitraclip device on the tricuspid valve. The investigation determined the reported improper or incorrect procedure or method was due to user error of deviating from IFU. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Date of event, implant date: date estimated. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This event was captured based on literature review of the article: "transcatheter repair of tricuspid regurgitation with mitraclip", which identified mitraclip devices that may be related to heart failure, recurrent mitral regurgitation, recurrent tricuspid regurgitation and hospitalization. No additional information was provided. Details are listed in the attached article.